Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("the right cool (coil) broke") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, swelling ("swelling") and complication of device removal ("I had my tubes/coils removed, the right cool (coil) broke/ found out there was a piece inside my uterus"). The patient was treated with surgery (needed hysterectomy). Essure was removed. At the time of the report, the device breakage and swelling was resolving and the complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and swelling to be related to essure. The reporter commented: the day of surgery (B)(6), that much swelling she had. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: found out piece inside uterus. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.